Manufacturer narrative:
The customer indicated the use of a qualified iol. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and the cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A doctor of ophthalmology reported that when injecting the lens into the patient's eye during a cataract removal with intraocular lens (iol) implant procedure, he realized once most of the lens was in the eye that a piece of the lens was still inside the injector. The surgeon had to enlarge the wound to about 3.5 mm to allow easy removal of the lens. A backup lens was inserted, and because the wound was a little leaky, the surgeon placed a stitch in the wound as a precaution. It was noted that it looked like the lens just got stuck to the inside of the cartridge. The surgeon noted that the patient is happy and should do "ok". Additional information has been requested. There are two medical device reports associated with this event. This report is associated with the cartridge.